Event description:
On (B)(6) 2012, the pt presented to the facility with a ruptured right common iliac artery. On the same day, he was implanted with two gore excluder aaa endoprostheses. The rupture was successfully treated, and the pt tolerated the procedure. On (B)(6) 2012, computed tomography scan revealed a dissection in the pt's thoracic aorta. On the same day, the pt expired. The physician indicated the thoracic dissection may have occurred during the endovascular procedure, but does not believe it was caused by the gore device itself.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or acquire intervention include, but are not limited to vascular trauma and death.